Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited an unknown malfunction. The rv lead was explanted and replaced on 02 oct 2024. The patient was in stable condition.